Event description:
The event is reported as: jaws are not opening wide enough. They tried another crimper and had the same problem. The defect was identified during a cardio-thoracic procedure. No patient injury reported.

Manufacturer narrative:
Sample received for evaluation. The results of the investigation are not available at the time of this report.